Event description:
It was reported the patient suffered a loose patella.

Manufacturer narrative:
UDI number - (B)(4) - the associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device resembles typical explanted product. The lot number is unknown for this device. An evaluation performed by our lab noted damage to the articulating surface was visible in the form of one large mark. Bone cement remained adhered to the backside of the component in the center region. The cement appeared well-fixed and did not dissociate with the application of manual force. All three pegs appeared intact and exhibited little to no damage or deformation. The damage to the articulating surface could have been caused during removal of the component. The damage could also be a possible indication of impingement in vivo, which could have led to loosening of the patellar component. Based on the analysis conducted, the exact cause of loosening could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened